Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What anatomical structure was being fired on when issue was experienced? What color cartridge was being used? Was the device difficult to load? Please provided details about cartridge that did not contain staples. Was this noticed prior to firing or after? If after being fired, were any staples visible? How was this addressed intraoperatively? It was stated that another device was used to complete the procedure. Was it a same like device? Was the site of the hemorrhage identified? Was it at a site where the stapler was used? How was it addressed? Why does the surgeon believe the post-operative complications are related to issues experience with device? Were any hemostasis issues noted during the initial procedure? What is the current patient status?

Event description:
It was reported that during a bariatric surgery, 2 events occurred: a stapler blocked at its first use. Use of another device to complete the procedure. One reload cartridge did not contain any staple. After the battery and the reload insertion, the device did not staple and did not cut the tissue, as if the battery did not work. The staple shot was fired and the device locked. Use of the reverse button to unlock the device. A new charger was used after without problem. However, a re-operation was necessary for the patient the day after, because he had a hemorrhage at the intestine. Normally, the hemorrhage would not be linked to the events quoted above.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Bariatric . What anatomical structure was being fired on when issue was experienced? Stomach pouch. What color cartridge was being used? Blue gst. Was the device difficult to load? No. Please provided details about cartridge that did not contain staples. Was this noticed prior to firing or after? If after being fired, were any staples visible? After having tried to fire and didn¿t occur the surgeon checked the cartridge. How was this addressed intraoperatively? It was stated that another device was used to complete the procedure. Was it a same like device? Yes. Was the site of the hemorrhage identified? No hemorrhage during surgery. Was it at a site where the stapler was used? Yes . How was it addressed? Why does the surgeon believe the post-operative complications are related to issues experience with device? Can¿t claim that. Were any hemostasis issues noted during the initial procedure? No more than the usual. What is the current patient status? Unk.

Manufacturer narrative:
(B)(4). Batch # r59e6j. Investigation summary: the analysis found that one psee45a device was returned with the bulkhead contacts damaged and with a gst45b partially fired 1/10 cartridge loaded on the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional test was performed due the condition of the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. One possible cause for this condition of the motor and bulkhead may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. The batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.